Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are aw. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of hardware surgery on (B)(6) 2015 due to painful prominent hardware. The initial surgery was an open reduction internal fixation performed on (B)(6) 2015 to treat a right tibial plateau fracture. There was no surgical delay reported. The procedure was completed successfully. This report is 2 of 6 for (B)(4).